Event description:
It was reported the patient experienced multiple falls and was not able to establish communication between his ipg and external devices. The sjm representative confirmed the ipg is inoperable. X-rays did not show any anomalies for the leads and the ipg. As a result, the surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.